Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion; guide cath: hyperion. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the device was prepped inside the anatomy. The (B)(4) coronary dilatation catheter (cdc), (B)(6)instructions for use is written in (B)(6); therefore the global trek rx and mini trek rx IFU is referenced. Trek rx and mini trek rx, cdc, global IFU states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a coronary procedure to treat a target lesion in the moderately tortuous and heavily calcified right coronary artery (rca). The 3.0 x 15 mm trek dilatation catheter was advanced to the target lesion and inflated for pre-dilatation of the target lesion. On the first inflation, the balloon ruptured at 6 atmospheres. The device was removed and a non-abbott device was used. There was no adverse patient effect and no clinically significant delay. No additional information was provided.